Manufacturer narrative:
The device was received fully deployed. Initial inspection of the device found cracks along the sides of the top housing. The download data returned on 0x3d alarm, indicating the step sensor was asserted before wire driven. This is an indication of a pod that is leaking on the internal components of the device. No drive stalls or timeouts were observed. An audible beep was not heard due to the piezo kill switch being engaged. Upon inspection of the fluid path, a leak through the o-ring was observed. This leak past the o-ring prevent fluid from flowing through the fluid path as intended. Because of the leak past the o-ring, corrosion was visible on the top battery, the fill rod and the chassis. The shelf mode of the pcb was measured do to the internal leak; the shelf mode was measured in specification. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose above 400 mg/dl. The pod was worn on the patient's arm for between 24 and 36 hours.